Event description:
It was reported that the physician was unable to interrogate the patient's device due to a looping setup screen on his vns handheld programmer. The screen was cleaned, the pins in the memory card and slot were inspected, and a battery-out reset was performed. Furthermore, the screen area under the bezel surrounding the screen itself was cleaned with a business card. These troubleshooting steps did not resolve the issue.

Event description:
Additional information was received that the manufacturer's field upgrade technician visited the physician's office and tested the vns programming handheld, which reportedly functioned normally by completing the screen alignment. The physician stated that the handheld was still functioning to date. No additional relevant information has been received to date.